Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow up report is being submitted to relay additional information. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that metal shards were being left on the skin and the roller, worn bushings, worn side plates, damaged comb, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on january 31, 2017 revealed that the gear on the mesher was damaged. The customers' 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) both had their damaged hardware replaced and passed all required testing. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the damaged gear. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut after the damaged gear, collars, bushings and retaining ring were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut after the damaged gear, collars, bushings and retaining ring were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damage to the roller gear. No testing was able to be performed due to the damage to the roller gear. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device produced an incomplete mesh of donor skin on thin tissue during a cadaver lab.